Event description:
Customer reports a 'red itchy rash' under wafer's mass and tape extending beyond appliance.

Manufacturer narrative:
Based on the available information this event is deemed a serious injury. End-user stated she uses an adhesive remover wipe, (B)(6) soap, antifungal powder, and sensicare sting free skin barrier. The end-user was provided instructions on proper skin care. End-user also stated that the affected site was evaluated by a ostomy nurse who recommended that she tried the solid stomahesive wafer and domeboro soaks. In addition, the ostomy nurse advised end-user to f/u with health care provider, which end-user agreed to. Further details in this case indicates that end-user developed rash in july 2013 while using another product, coloplast; however, switched to convatec's product in sept. 2013. No additional patient/event details have been provided to date. Should additional information become available, a f/u report will be submitted. A return sample for evaluation is not expected. Reported to the FDA on november 27, 2013. (B)(4).